Manufacturer narrative:
A ge rep evaluated the system and could not reproduce reported problem, customer was not using automode and technique was incorrect. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality. No pt injury was reported.